Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally. During troubleshooting with tandem technical support, the customer was instructed to try to charge the pump using a different usb cable. It was confirmed that the pump was able to be charged with a different usb cable. Customer stated blood glucose (bg) level were impacted and they ranged from low (40mg/dl) to high (373mg/dl). Ketones were present with the high bg level. Customer believes the fluctuation was due to not being able to charge the pump. It was indicated that the customer consumed carbohydrates to address the low bg level and used a manual injection to address the high bg level. Customer reported falling and scrapping their knee due to the low bg level. A replacement usb cable was sent to the customer. Follow up with the customer confirmed that the pump was able to be completely charged using a the replacement usb cable.